Event description:
A pt experienced sterile endophthalmitis (endophthalmitis) resulting in acute vision lose 2 days after an uncomplicated cataract surgery. The pt presented with vision loss associated with mild corneal decompensation and severe signs of hypopion and uveitis. Cultures of anterior chamber and vitreous samples were negative. The pt was treated with intraocular antibiotics, topical antibiotics, and topical corticosteroids with good outcome. In 2009, hypopion, cell in anterior chamber and pupil membrane were observed. The prognosis is guarded. The pt was concomitantly treated during surgery with bss, garamycin and dexamethasone. The surgeon indicated that there were no recent changes in surgical technique. The reporter indicated that the product was left in the boot of the doctor's car for about eight to nine hours and was exposed to temperatures above 25 degrees celsius.

Manufacturer narrative:
The lot number used with this pt is unk.